Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device via a 6f sheath using the pre-close technique prior to an interventional ep procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment (cuff miss). The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
Subsequent to the previously filed medwatch report, it was confirm that the type of interventional procedure was an electrophysiology (ep) procedure. No additional information was provided.